Event description:
A mayfield infinity xr2 system was involved in an event during a procedure and was described as follows; a xr2 system slipped four times during an unspecified procedure. Patient demographics, history, the procedure and date of procedure are unknown. Reportedly there was no injury involved. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.